Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low and high blood glucose. The customer explained that she would have low blood glucose and then it would go high. She stated that the day of the call her blood glucose had gone as low as 50 mg/dl which she treated by drinking soda. She stated that her blood glucose level is usually in the 200 mg/dl range. The customer also complained about having calibration errors and change sensor alerts, the sensor tape not sticking, sensor reading discrepancies and being unable to upload to carelink. Blood glucose level at the time was 262 mg/dl. The customer declined troubleshooting for low or high blood glucose levels. The insulin pump was not replaced or returned for analysis.